Manufacturer narrative:
The technician asked the account if they had someone lay in the bed while sitting the patient position module. The account stated they did not have anyone on the bed and will try to set the patient position module with the patient in the bed. No further information is available on the repair of the bed at this time.

Event description:
The account alleged, the patient position module will not set on the bed. No patient impact.